Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available. The original MDR was submitted with code 2914 for device code, code 3263 for method code, and code 92 for conclusion code, which no longer exist. Code 4582 has been selected for health effect clinical code and code 4031 has been selected for medical device problem code (new fields). Note: this report is being submitted retrospectively per FDA request.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that the system crashed multiple times with a us_img 29 message. There was no study being performed at the time of the reported event; therefore, there was no patient involvement. No additional information was provided.